Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks for ventricular tachycardia (vt). These shocks were unsuccessful in converting the arrhythmia; however, the rhythm self-terminated. The patient ultimately went to the hospital. Technical services (ts) suggested that x-rays be taken to check system placement. Shock impedance was within range. No additional adverse patient effects were reported. Currently, this s-ICD remains within service.